Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information: this is report 1 of 1 for complaint (B)(4). Additional product code for this report includes jdw. (B)(6). (B)(4). This a single-use device. Placeholder.

Event description:
This is report 1 of 1 for complaint (B)(4).

Event description:
It was reported that during hip fracture procedure, while surgeon was inserting kwire as part of dhs set with 4.5mm cannulated screws, wire broke in two pieces. Part of the wire was left in patients bone. Surgeon completed procedure with no harm to patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No sample was returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as sample was not received.